Event description:
It was reported that the a button on the customer's insulin pump had to be pressed five times before responding while the customer was attempting to rewind the pump. Her blood glucose level was unspecified but stated to be high. The customer stated the insulin pump had fallen into running water the previous day. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked belt clip slot and a cracked reservoir tube lip.